Event description:
Caller reported advantage system blood glucose results of 87 mg/dl and 190 mg/dl within 10 minutes. Caller reported incident results: 3:05 pm hi, which on the system indicates a result in excess of 600 mg/dl 3:06 pm hi, 3:26 pm hi. Caller took 5 extra units of novolog 3:41 pm 87 mg/dl; 3:46 pm 190 mg/dl; 4:13 pm 72 mg/dl; 4:57 pm 92 mg/dl; 5:02 pm 53 mg/dl. Customer started to have symptoms of hypoglycemia with the 53 mg/dl. She was able to self-treat by eating and drinking something and felt better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.